Manufacturer narrative:
Siemens filed initial 2517506-2020-00027 on 20-jan-2020. Additional information (04-jan-2020): a siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse performed the water and heterogenous module (hm) decontamination procedure, performed calibrations, inspected hm wash probe alignments and wash probe height, adjusted the alignments, and ran system check and quality controls (qcs), which recovered acceptably. The cse also ran multiple precision and comparison studies and asked the customer to monitor the instruments performance. The customer indicated that they were processing patient samples and qc without issues. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant cardiac troponin I (ctni) results were obtained on a dimension xpand plus with hm instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and observed splatter around reagent 1 (r1) probe, sampler and r1 drain, additionally, sampler tubing was detached from transducer. Cse also observed microbubbles in lines and counters for all probes less than half of maximum and heterogenous module (hm) pumps. The cse performed the following: cleaned the area and then replaced r1 drain, altered the tubing and placed it back firmly onto transducer, replaced sampler tubing, performed all the alignments, performed temperature check on hm, system check and ran quality control (qc). The qc and system check recovered acceptably. Customer ran comparison study for multiple patient samples and confirmed that the results were acceptable. Siemens further investigated and determined that the maintenance performed on the instrument resolved the issue of discordant, falsely elevated ctni results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on multiple patient samples on a dimension xpand plus with hm instrument. The initial results were reported to the physician(s) and were questioned by the physician(s). The samples were repeated on an alternate dimension xpand instrument resulting lower. The repeat results were reported to the physician(s). The customer has provided result for one patient sample. The customer considered the repeat result as being correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.